Event description:
On (B)(6) 2010, patient reported insulin in the cartridge compartment of the infusion device due to a leaky cartridge. Patient noticed the insulin when she attempted to prime the infusion set. The same thing happened on (B)(6) 2010 with a smaller amount of insulin. Patient was able to dry the cartridge compartment of the infusion device. Infusion tubing, insulin cartridge, and adapter were changed on (B)(6) 2010. Patient reported leak of insulin caused elevated blood glucose. Blood glucose was 199 mg/dl on morning of (B)(6) 2010 and it elevated to 530 mg/dl at dinner. Patient delivered a 17 unit correction of insulin and went to bed. At 10:30 a.m. On (B)(6) 2010, blood glucose was 432 mg/dl. Normal blood glucose is 120 mg/dl. No errors or alerts were received on infusion device. Infusion device was dropped recently, but not cracked. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device and insulin cartridge were replaced and requested for evaluation. Infusion set and adapter were also requested for evaluation.